Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this communicator was returned to boston scientific because it was damaged during a storm. Once received it was noted that there were some damaged and melted circuitry as well as evidence of no dial tone. To date, no adverse patient effects have been reported.